Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a switch control buttons, claims when pressing the button to disengage the drive motor, the unit reportedly continued to drive. This forced the end-user to reach around and unplug the switch control from the drive unit. No injuries were reported to have been sustained as a result.

Manufacturer narrative:
Report was claimed by the end-user to their provider of when pressing the switch control to stop the smartdrive device, the motor reportedly continued to run which forced the end-user to pull the plug of the switch control out of the smartdrive in order to stop, the dealer stated they were not witness to this event, and did not receive any further reports of recurrence after the initial report. Permobil provided a replacement set of switch controls which were reported to have been installed by provider, but suspect components were reportedly discarded in the field rendering permobil unable to determine is a product malfunction occurred. As no product was returned for evaluation, permobil is unable to confirm a failure occurred as alleged, nor able to determine a possible root cause without speculation. A review of the device history record from the date the device was manufactured was performed which noted that this device was not involved in manufacturing quality non-conformance.